Event description:
Review of pump data logbook was reviewed and showed that the cartridge had been filled with 100 units of insulin.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 100 units of insulin and the pump ran out of insulin a day early. As the event occurred in the past, it was unknown how much insulin was delivered during this time. The customer was unsure if the customer's blood glucose (bg) level was elevated due to the reported event; however, bg levels were elevated (up to 455 mg/dl with moderate ketones). A correction bolus was delivered to address bg level. As the event had occurred in the past, tandem technical support was unable to complete troubleshooting.